Event description:
The customer called and reported that an alarm #7: leak detected (centrifuge chamber) had occurred. The customer reported that they had a centrifuge leak from either the bowl or the drive tube as there was blood spattered inside the centrifuge. The customer reported there was one other alarm during the treatment, a red cell pump alarm, that they were able to reset; and then they forced the buffy coat. This was a blood prime procedure, and they were at 1200 ml of whole blood processed. The customer was going to abort the treatment and was asking about how much blood the patient potentially lost. A packed unit of red blood cells was used to push the patient's buffy coat out of the bowl, which made the patient's blood loss an estimate of about 0 ml. The customer verbalized that it is what they had also determined but that they wanted to verify their calculations. The customer requested service to address any damage to the centrifuge chamber. Service order, (B)(4), was generated. The kit was not returned for investigation.

Manufacturer narrative:
A batch record review for lot c348 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #45 red blood cell pump alarm and alarm #7: blood leak (centrifuge alarm). An upward trend was detected for complaint category, alarm #7: blood leak (centrifuge chamber). Alarm #45: red blood cell pump alarm was investigated through CAPA (B)(4). CAPA (B)(4) were closed. No CAPA was initiated for complaint category, alarm #7: blood leak (centrifuge chamber). Service order, (B)(4), feedback: the service technician cleaned the blood spill per company requirements, and performed the system checkout procedure. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).